Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system consisting of 2 paddle leads placed subcutaneously at the occipitocervical junction (off label location) on (B)(6)2008. The leads tested normally during intraoperative testing. However, it was reported that during post-operative testing, there was no stimulation on the left lead and all contact had high impedances. In addition, the right lead had intermittent impedance issues that could not be resolved. The pt was taken back to the operating room and the leads were replaced. The replacement leads tested normal. The explanted leads were returned to ans for analysis. No additional info is available. Follow up on the pt found no further issues reported.